Event description:
Customer reported difficulties with the quick bolus/wake button, which was hard to press or needed multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer planned to use multiple daily injections as backup therapy.